Event description:
It was reported that prior to a coronary stent procedure, the liberte' bare monorail 20/3.0 mm stent dislodged from the delivery system during prep. No pt injuries or complications were reported.